Manufacturer narrative:
A review of the manufacturing lot history record for the reported lot shows that the lot was released to distribution on 9/25/2015 having met all manufacturing and quality release requirements including product sterility testing. There were no manufacturing deviations or non-conformances associated with the manufacture of this lot. A review of complaint history log shows that this is the only reported event associated with the reported manufacturing lot. A review of the cangaroo ecm envelope instructions for use (art-20524b) currently lists the risk of infection as a potential complication. No further information is available at this time as multiple attempts have been made to gather additional information related to this event, and the site has declined to provide any further information. A follow-up report will be submitted if any additional information is received associated with this issue.

Event description:
It was reported that a cormatrix cangaroo ecm envelope was used in a change-out procedure performed (B)(6) 2017 on a (B)(6) male patient. The cangaroo ecm envelope had been soaked in bacitracin 100,000 units in 250 cc of normal saline for approximately 1 - 2 minutes prior to implant. Approximately 1 week later, on (B)(6) 2017, the device was explanted and it was determined that there was a pocket infection. A new device was implanted. The surgeon believes that the event was possibly related to the cangaroo ecm envelope device as the patient had no infections in 3 years and now 2 infections in approximately 4 months. The patient has a history of generator change-outs and congestive heart failure.